Event description:
It has been reported that the pt had broken her leg and a stainless steel broad plate was used to repair the break. In july 1999, pt experiences pain and trouble walking, x-rays show that the steel plate allegedly had broken in two requiring revision surgery.